Event description:
A resuscitation bag was in use on a pt being transported from the e.r. To the ICU. The pt was in an elevator when the duckbill valve of the resuscitator allegedly fell into the resuscitator bag, making it non-functional. The pt's ventilation was allegedly compromised for 5-7 minutes until another resuscitator could be obtained. The pt expired two days after this event. An autopsy was conducted; however the results are unavailable to date.